Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4).

Event description:
It was reported that the anchor pulled out of the bone after insertion. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
One suturefix ultra ahr s inserter was returned for evaluation. Anchor and suture were not returned for examination. Visual assessment of the inserter showed the lock button has been pushed into the handle and the sliding ring has been advanced back on the handle indicating a complete deployment took place. Sliding ring was released to expose the fork, the fork was intact, no observed damage. This investigation could not identify any evidence of product contribution to the reported complaint.